Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate that procedural factors (oversizing of the valve in the annulus and lvot), in addition to patient factors (severe, calcific aortic stenosis) likely contributed to the annular rupture. The size of the vascular plug selected to repair the pseudoaneurysm provided only partial occlusion of the pseudoaneurysm neck. The persistent flow into the pseudoaneurysm may have contributed to the re-enlargement of the pseudoaneurysm and ultimate explant of the sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: shah, s., maor, e., joyce, d., rihal, c. (2017). Percutaneous closure of sub-annular rupture following trans-catheter aortic valve implantation. Eurointervention. Retrieved from: www.pcronline.com/eurointervention/ahead-of-print/jaa_eij_eij-d-17-00647/percutaneous-closure-of-sub-annular-rupture-following-trans-catheter-aortic-valve-implantation.html.

Event description:
Per article, "percutaneous closure of sub-annular rupture following trans-catheter aortic valve implantation", during a transfemoral tavr procedure, a 26mm sapien 3 valve was deployed in the aortic position. The valve was estimated to be oversized by 1.8% in the aortic annulus and oversized by >30% at the lvot. Upon valve deployment, the patient became hemodynamically unstable due to an annular rupture at the level of the lvot and acute tamponade occurred. Emergent pericardiocentesis was performed and 200cc of blood was drained. The patient became stable and was transferred to the ICU for monitoring. On postoperative day (pod) 1, tee revealed a 32mm x 15mm lvot pseudoaneurysm anterior to the left main extending laterally from the aortic root, following the course of the left anterior descending artery. Using a percutaneous approach, a non-edwards sheath was placed in the right femoral artery. A left ventricular angiogram demonstrated persistent rupture of the lvot below the sapien 3 valve. The neck off the pseudoaneurysm was ¿successfully engaged¿ with an amplatz left (al) 0.75 guide. An amplatzer vascular plug was deployed at the neck of the pseudoaneurysm and secured. Tee performed prior to discharge, indicated a secure amplatzer plug and a well-functioning sapien 3 valve. Four (4) weeks later, a follow-up CT showed a re-enlargement of the pseudoaneurysm to 41mm x 18mm. Open heart aortic valve replacement was performed. The sapien 3 valve was explanted and a surgical valve was implanted. A pericardial bovine patch was also placed for complete closure of the pseudoaneurysm. The native annular diameter measured 0.83cm2 with an annulus area of 5.1cm2. The lvot area measured 3.35cm2. It was perceived that the small size of the vascular plug selected to initially repair the pseudoaneurysm provided only partial occlusion of the pseudoaneurysm neck. The persistent flow into the pseudoaneurysm may have contributed to the re-enlargement of the pseudoaneurysm and ultimate explant of the sapien 3 valve.